Manufacturer narrative:
On (B)(6) 2017, the medical affairs director performed a clinical evaluation and commented as follows: early infection in cementless tha, 1 month after primary operation. Infection is a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices. Batch reviews performed on 02 october 2017. Lot 168467: (B)(4) items manufactured and released on 07 march 2017. Expiration date: 2022-02-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 32 size m 0, code 01.29.205, lot. 171407 (k112115). (B)(4) items manufactured and released on 08 june 2017. Expiration date: 2022-05-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The patient was positive for morganella morganii. The surgeon revised the head and liner. The surgery was completed successfully.